Manufacturer narrative:
Medwatch sent to FDA on 8/19/2016. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of vascular compromise is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of ischemia: "warnings do not inject juvéderm ultra injectable gel into the blood vessels (intravascular)."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm ultra in the lips. After injection, the patient "showed signs of vascular occlusion."